Event description:
A report was received that the patient¿s ipg was broken and non-functional since the patient had a fall. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s ipg was broken and non-functional since the patient had a fall. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's fall was not device related. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.